Manufacturer narrative:
(B)(4). A visual inspection of the returned cycler exterior showed no sign of physical damage. The simulated treatment was performed and completed without any failures or problems. The cycler programmed displayed drain and fill volume values were within the tolerances. A simulated treatment (weighed vs. Programmed fill comparison) was performed and completed without any failures or problems. The cycler weighed fill volume values were within tolerance. The patient sensor calibration check passed. The valve actuation test passed. The system air leak test passed. The load cell value and verification were within tolerance. There were no discrepancies encountered in the internal inspection of the cycler. The cycler performed as designed during testing. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis patient called technical support to have her cycler replaced and mentioned she was currently hospitalized. The patient reported on (B)(6) 2016 following completion of treatment she felt bloated and had difficulty breathing. Follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn) indicated the patient was admitted to the hospital with pneumonia and pulmonary edema. The patient was put on a bilevel positive airway pressure (bipap) machine to assist with breathing. The type of pneumonia was unknown. The patient's pneumonia was treated with a broad spectrum antibiotic. The patient continued with continuous cycling peritoneal dialysis (ccpd) while hospitalized and removed an additional 9l of fluid. On (B)(6) 2016 the patient was discharged from the hospital and is still recovering but her condition is improving. Patient medical records were requested.